Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. Note: the device manufacturer date is unknown. The date entered in the report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that her adc lancing device was not penetrating the skin. On (B)(6) 2016, the customer called back to report that she had not received the replacement lancing device. During the call, the customer stated that because she had not received the lancing device, she had to go to the hospital to check her blood sugar, and that she was treated in the emergency room with insulin, and kept in the hospital until her blood sugar was under control. No further details were available. There is no report of death or permanent injury associated with this event.